Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient's first pump did not work. It was explanted and discarded. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Resolution of the issue and patient status was unknown. There were no reported symptoms. No further complications were reported.